Event description:
A malfunction was reported on a pump, but no events were noted prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which they acknowledged and understood.